Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since the event date was asked but not available as per account. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: synergy xd mr us 4.50 x 24 mm stent delivery system (sds) was returned for analysis. A visual and tactile inspection identified multiple kinks along the hypotube shaft. Microscopic analysis identified no signs of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The port exchange was twisted, and a pinhole was identified when attempting to inflate. Bumper tip showed no signs of distal tip damage. During the wire insertion testing, the device could not be loaded on a 0.014-inch test guidewire as resistance was felt directly at the twisted port exchange. Leakage testing was performed by attaching the device to an encore inflation unit and an attempt to inflate the balloon however a leak was identified at the twisted port exchange. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in a coronary artery. A 4.50 x 24 mm synergy? Xd drug-eluting stent was advanced for treatment. Prior to inflation of the stent delivery balloon, the technician pulled negative on the non-boston scientific inflation device and observed blood filling the device. The stent system was removed, and pinhole was observed in the balloon material. The procedure was completed with a new synergy stent. No patient complications were reported.

Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since the event date was asked but not available as per account. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in a coronary artery. A 4.50 x 24mm synergy? Xd drug-eluting stent was advanced for treatment. Prior to inflation of the stent delivery balloon, the technician pulled negative on the non-boston scientific inflation device and observed blood filling the device. The stent system was removed, and pinhole was observed in the balloon material. The procedure was completed with a new synergy stent. No patient complications were reported.